Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Upon further internal review, halyard health determined that the malfunction reported would not be likely to cause or contribute to a serious adverse event, and therefore this event will no longer be considered reportable. No further information on the complaint will be filed.

Manufacturer narrative:
(B)(4). The actual device involved in the event was returned for evaluation. The pump had a rupture of the kraton and inner latex membrane. The pump was received full and infused at all selectable flow rates when the pinch clamp was opened. The bladders lacked the rigidity of a normally full pump. A scissor was used to cut open the dust cover open and the ruptured layers could be viewed through the outer latex membrane. The pump was drained and the snap cap, dust cover and outer latex membrane was removed for a better visualization of the ruptured layer. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Investigation including root cause analysis is in progress. A follow-up medwatch will be filed upon its completion. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Event description:
It was reported that a device popped at the end of the filling process. It was noted that the device was not administered to a patient. The pump was filled to 750 ml with 0.2% ropivacaine and primed. (B)(4) evaluation inspected the product on 30aug2016 and verified that the kraton and inner membrane were split.